Event description:
Related manufacturer reference number: 2017865-2022-13369, related manufacturer reference number: 2017865-2022-13371. It was reported that a patient presented remotely. Examination of the transmission revealed unspecified over-sensing on the right ventricular lead. When the patient presented to clinic, further examination of the patient's right ventricular(rv) and right atrial (ra) leads revealed high capture thresholds. X-ray imaging confirmed ra and rv lead dislodgement. The rv lead was explanted and replaced and the ra lead was repositioned. This surgical intervention occurred on (B)(6) 2022. During that intervention, the set-screw of the patient's implantable cardioverter defibrillator was found to have an intermittent connection, resulting in an inability to tighten around the left ventricular lead. Additionally, the rv lead helix was unable to be extended. The device as explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement, sensing anomaly, high pacing threshold and helix mechanism issue. As received, a complete lead was returned in two pieces with the helix retracted clogged with blood/tissue. The reported event of helix mechanism issue was confirmed while the reported events of sensing anomaly and high pacing threshold were not confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil at short length, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.